Event description:
A center director reported that a patient experienced glare, halos, and starbursts around lights at night, approximately three months following lasik surgery. The patient feels they are worse than before the treatment. In a follow-up, the technician reported that the patient states the glare and halos do not affect her normal daily living activities, she just notices that they are there. The patient is very happy with the outcome of the surgery. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).